Manufacturer narrative:
(B)(4).

Event description:
It was reported that a newly received tablet would not boot up. An error message stating "no network device found" was received when the device was turned on. Troubleshooting was attempted but restarting the device but was unable to solve the issue. Additional information was received that there was no mishandling of the device and that the device was just provided to the physician. The returned tablet was received on (B)(6) 2015. Analysis is pending but has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported computer software allegation was not verified. No software anomalies were identified during the analysis. During the analysis, it was identified that the hard drive was not being recognized by the tablet during startup. The cause for the anomaly is associated with a poor electrical connection between the hard drive and main board. Once the hard drive was reseated onto the main board, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.